Event description:
A displacement of the subject lead was reported. During the intervention, the physician wanted to reposition the lead. The fixation helix was retracted, but it would not re-extend. After removal of the lead, the helix still would not extend.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.